Manufacturer narrative:
(B)(4).

Event description:
Evaluation summary: there were numerous kinks along the hypotube. The balloon material was torn in a radial pattern 4.5mm distal to the balloon bond. The remainder of the balloon material, the inner shaft marker, a section of the distal inner and the distal tip had detached. The detached material was located on the guidewire. The balloon and distal inner detachment sites were jagged and uneven. The distal tip was severely damaged. Image review: the images confirm the presence of a stent in the cx vessel. The proximal segments of the previously deployed stent in the lcx appear to be located at the ostium of the obtuse marginal vessel. It is possible that the stent segments may have impinged on the om patency. The images confirm that the procedural guidewire and the sprinter legend balloon were passed through a cell in the proximal stent segment during advancement in to the om lesion. The images capture the retrieval of the detached material. Post removal of the detached material the delivery and inflation of the proximal stent segments is captured on the images.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation, results/conclusion: lesion was reported to be a little calcified with 90% stenosis, a little tortuous. Device passed through a previously deployed stent. Detached component. (B)(4).

Event description:
Physician was attempting to pre-dilate a lesion in the cx - om using a sprinter legend balloon. The lesion was reported to be a little calcified with (B)(6)% stenosis, a little tortuous, artery diameter is 2.5mm and lesion length 6mm. It was reported that the device passed through a previously deployed stent and physician encountered resistance advancing the device to the target lesion. There were no issues encountered during balloon inflation. After deflating the balloon, blood was noticed being pulled back into the device/ physician then experienced difficulty removing the device following balloon inflation. It was reported that the component detached during withdrawal and a snare was used to retrieve the detached component from the patient. The device had been inspected and prepped/flushed prior to use with no issues noted. No further reported clinical sequelae reported.